Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (1500 mcg/ml at 458.8 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had changed pain management doctors and the new doctor wanted to perform a catheter study to check patency. The dye study was performed on (B)(6) 2018. The radiologist was able to aspirate 2 ml of clear fluid but was not able to push the contrast dye in. The patient was going to return to the new managing doctor to decide next steps. No patient symptoms were reported. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.